Event description:
A transfer set hasbeen replaced because of leaks of the peritoneal dialysis fluid through the tubing. Transfer set was placed on 09/04. No patient injury or medical intervention has been reported at this time.